Event description:
It was reported that the ilet user experienced hyperglycemia after deploying an infusion set with the needle guard left on the cannula, resulting in no insulin delivery until the site was replaced. The product used was an inset infusion set (6 mm, 23 in), and replacement supplies were shipped. Symptoms included blurry vision and headache. Outcomes included resolution of hyperglycemia after changing the infusion site, with the ilet subsequently correcting blood glucose; the highest reported blood glucose was 400 mg/dl. Investigation included customer interview and case review. Investigation of this case revealed that the infusion set was deployed incorrectly due to user error, consistent with an infusion set deployment issue rather than a pump malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error related to improper infusion set deployment.